Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was capped and replaced on (B)(6) 20424. The patient was in stable condition.